Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a low monitoring voltage of 2.58 volts. This observation was made prior to implant, while the device remained in the packaging.